Event description:
Due to an alleged failure in the function of a safety device on a safepico blood sampler a user was stuck by a needle. The customer has claimed they heard what was thought to be the click indicating that the safety device was now engaged covering the needle. But the safety device slid down exposing the needle, resulting in the customer being stuck. It has been informed that the user who was stuck is now taking oral medication. (Types of medicine has not been communicated).